Manufacturer narrative:
H10: the actual device was not available; however, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. The tip protector removal was according to specification and were easy to remove with the hands. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the end of a one-link non-dehp standard bore catheter extension set was too tight to take off. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.